Event description:
During a scoliosis surgery, the surgeon tried to loosen the matrix locking cap after final tightening using the matrix t25 stardrive shaft standard and the pangea torque limiting handle. Upon trying to loosen the cap with counter torque, the screwdriver tip broke. All fragments of the tip were retrieved. Procedure was completed.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.